Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" and "reduced in size". This record is for the left side. The device remains implanted. Explant surgery is scheduled and the explanted device will be returned.

Event description:
Healthcare professional reported "deflation" and "reduced in size". This record is for the left side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.1., d.4., h.6.

Event description:
Healthcare professional reported "deflation" and "reduced in size". This record is for the left side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.

Manufacturer narrative:
Clarification to d4 device information: possible serial number was provided as "(B)(6)", but the information does not populate in the system. Only the catalog number was populated. Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: observed an opening through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "deflation" and "reduced in size". This record is for the left side. The device was explanted.